Manufacturer narrative:
(B)(4)

Event description:
Per the attorney, the pump caused the patient harm from approximately 2008 through the present.

Event description:
It was reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Event description:
Additional information received from a consumer indicated the patient experienced a battery failure that resulted in injuries of withdrawal, hospitalization, and surgery.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.